Event description:
It was reported that during an implant attempt, the lead helix would not extend when the physician was using the rotation tool. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal electrode end was covered with blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.